Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump's up button does not respond all the time occasionally and made a rough sound that sounds like the pump was trying harder to prime. It was reported that the motor error and error codes in the past. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm, e/a alarm, unexpected no delivery alarm or time/clock anomaly, rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked battery tube threads, stripped battery cap coin slot (p).(B)(4).